Event description:
The caller stated the thermovent that is hooked to this child will not fit on the trachs very well. The vent came off and the pt's chin dropped over the vent and the infant was unable to breathe; the mother noticed it in time and they hooked back up and all ok now.